Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 40.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the rv lead dislodged due to twiddler's syndrome. There was failure to capture and high lead impedance. A chest x-ray confirmed that the lead had been dislodged due to rotation of the device in the pocket. The patient had initially presented due to an appropriate ICD shock with successful restoration to sinus rhythm. The patient had dyspnea on exertion due to worsening hf class. The lead was extracted and replaced.